Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the same cartridge and was educated by technical support that this occurs due to a large variance in measured pressures used for calculation. The customer understood and acknowledged the explanation.